Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 after experiencing a treatment event. Details surrounding the treatment event were not reported but the patient was taken to the emergency room where he passed away. A review of the event revealed that the patient was treated by the lifevest prior to passing. Review of the treatment event revealed that the patient received two treatment shocks. The lifevest first detected an arrhythmia at 09:19:49 while the patient was in coarse vf with variable amplitude. At 09:20:23, the device released gel followed by the first full energy treatment shock at 09:20:34 while the patient was in coarse vf with variable amplitude. The post-shock rhythm was severe bradycardia at 20 bpm. The lifevest appropriately detected an arrhythmia and delivered a treatment shock. The arrhythmia was converted to a slower rhythm. At 09:21:06, the lifevest delivered a second full energy treatment shock while the patient was in sinus bradycardia at 30 bpm. The post-shock rhythm was bradycardia at 30 bpm with intermittent second degree heart block. Multiple counting of low-amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. The final viewable rhythm before electrode disconnection at 09:23:15 was bradycardia at 25 bpm.